Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon started to fire but midway thru the firing sequence, the stapler stopped and would not continue, leaving the initial staples in situ. It was reported that there is an incomplete staple line on the distal part. The surgeon then removed the reload and used another reload to complete the procedure.